Event description:
Patient was injected with radiesse dermal filler in an unidentified facial location, in 2008. The patient developed swelling, pain and redness, which persisted for six months. The patient was initially treated with antihistamines, oral steroids and steroid injections, which reportedly made the symptoms worse. The patient was then treated with a 30-day dose of augmentin and the infection has resolved.

Manufacturer narrative:
The patient's symptoms had resolved at the time this adverse event had been reported to bioform medical, inc. Since the initial reporter was not the physician who performed the radiesse injection, the date of injection, lot number, amount injected and onset of symptoms were not revealed. The radiesse lot number was not provided; therefore, the device history records could not be reviewed.